Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, missing shell and yellow particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken is found with the following conditions crease sharp edge on anterior assessed as fold flaw opening and smooth edge on posterior due to smooth opening, one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: a broken is found with the following conditions crease sharp edge on anterior assessed as fold flaw opening, smooth edge on posterior due to smooth opening. One opening crease sharp in the side posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.